Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. Physical evaluation of the device shows: the inside of the lens is dirty. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer returned an evis exera ii duodenovideoscope for annual inspection. Upon inspection/evaluation of the device, olympus found the inside of the lens to be dirty, indicating insufficient reprocessing. There was no patient involvement.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 16-dec-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that physical stress caused the lens to chip. Then moisture went inside the lens, which caused corrosion. A definitive root cause cannot be identified. The user can properly detect the suggested event by handling device per the following instructions for use (IFU) statement: "inspection of the endoscope : inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities.¿ the user can reduce / prevent occurrence of the suggested event by handling device per the following IFU statement: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Precautions: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk. Storage of the endoscope : 2. Confirm that all surfaces of the endoscope (especially the interior of the channels, the distal end, the lens, and the electrical contacts) are completely dry.¿ olympus will continue to monitor the field performance of this device.